Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient had a power on reset (por) message. It was noted that an electromagnetic interference may have occurred due to the patient had a surgery on (B)(6) 2018. No symptoms were reported at the time of this event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient met with their rep and the device was reset and was working properly. It was also noted that surgery was unrelated to the device. No further complications were reported.